Event description:
It was reported that during an unknown procedure the device was defective. 50 uses left.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Event year only reported: 2023. Batch #: r94869. Additional information was requested and the following was obtained: what is the issue with the device? The handpiece has reached 50 uses. Did the generator display any error messages and if so what were they? More than 50 uses. Did the device pass the pre-test? No, because too many uses performed. Had the device been working and then stopped? No, because too many uses performed. Did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be performed due to the nose cone was cracked and no instrument could be attached to the handpiece. A further analysis of the device we found that it had no remaining uses. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.